Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl and bupivacaine at unknown concentration and doses via an implantable infusion pump. It was reported that the patient had reported a lack of therapy to the hcp. The hcp also noted that the residual volume at refills would be "off by 3-4cc." A dye study was successful. The pump and catheter were replaced on (B)(6) 2019. It was noted that the spinal segment of the old catheter was left intact. The remainder of the catheter and the old pump would be returned for analysis. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no significant anomalies. Analysis of the implantable intrathecal catheter (s/n n462510001) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.